Event description:
The suspect device result was 190 and 368 mg/dl. The user spouse gave pt a candy bar and popsicle. Pt was out of it and sweating, so spouse took pt to the hosp. Their glucose was 70 mg/dl on a hosp meter. Pt was treated with an IV. Controls were not used. The device was replaced and requested to be returned for evaluation.